Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Imdrf clinical sign code : e2123 is not available in database to capture for severe infection.(hc05.03 infection (requires advanced medical intervention).

Event description:
The patient reported a swollen and infected cannula insertion site on the stomach, with previously elevated white blood cell count. The patient was started on antibiotics and underwent lancing of the abscess with purulent drainage.